Event description:
A doctor reported that restorations had debonded after placement with the simile composite. This is the second of three (3) reports.

Manufacturer narrative:
The patient had experienced a debonding of restoration after one (1) month of placement; the doctor will re-do the restoration for the patient. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.